Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent right inguinal hernia repair and right orchiectomy on (B)(6) 2019. It was reported that the patient experienced severe pain, adhesions and removal of right testicle. It was reported that the patient had a mesh implanted on (B)(6) 2011 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/17/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.